Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in it. The stylet could be removed from lead, and it is visibly kinked. Using a stylet sample to performed stylet insertion, it passed through the coil lumen without obstruction. Visual ispection found the outer insulation was cut at distance 18cm, and that allows blood ingress into lead and on proximal conductor. Insulation extrinsically breach is related to the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diminished/variable r waves and high thresholds were noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the operator encountered placement difficulties. It was noted that the poor sensing and thresholds were noted. Doctor commented on it being difficult to place stylet into lumen. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.